Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc was not powering on the system. Review of the system log file showed that the flexvision pc control didn¿t succeed after 105 second. Upon troubleshooting, fse found that the malfunction in flex vision pc and the blank screen in the defective flexvision pc. The defective flex vision pc was returned to philips for further analysis and the cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis. To resolve this issue, fse replaced flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the the flexvision pc was intermittently not powering on with the the system. Restartinging did not resolve the issue. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.